Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter act 5 diff al hematology analyzer generated low hemoglobin (hgb) and hematocrit (hct) results without generating messages on one patient sample. The erroneous results were reported out of the laboratory. The doctor questioned the results and the patient was sent to the main hospital. The patient was redrawn and the test produced higher hgb and hct results, which were issued to the doctor as corrected results. On the next day, the original sample was re-tested on the coulter act 5 diff al hematology analyzer and recovered higher hgb and hct results as compared to the main hospital lab results. Data review reveals the initial run also had lower results for red blood cell (rbc) and platelet (plt) than the re-run results. However, the customer does not claim that the re-run results are correct. There was no report of death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Sample was collected in an edta tube and was run in manual mode. Controls were run before and after the incident and recovered within the established range. The unit was currently performing to qc specifications with respect to controls (accuracy and precision). The customer re-ran previously-run patient samples to confirm accurate back to the last acceptable control run. The sample documented in this report was the only sample they found discrepant. On (B)(4) 2011, the field service engineer (fse) replaced sample syringe and motor and reagent syringe and motor. The fse verified instrument performance. There have been no other reports of low cbc results. Root cause is unknown, but may be related to the parts (syringes and motors) replaced subsequent to the incident.